Event description:
It was reported that air in device and adverse events occurred. A left atrial appendage (laa) closure procedure was being performed using deep sedation and intracardiac echocardiogram (ice) imaging. Access was gained to the left atrium using a versacross connect and a watchman fxd curve access system (was) with no issues. Once the was in the left atrium, the versacross dilator was removed. The patient was nauseated, and emesis was suctioned from the patient's mouth. The patient took a deep breath, and a column of air was observed inside the was side port and aspirated back through the manifold. The pigtail catheter was inserted into the was and navigated to the laa. Contrast injection was performed, and the patient's blood pressure dropped. Medications were administered and the patient was intubated. There was no st segment elevation or pericardial effusion. Coronary angiograms were performed; however, no air was visualized inside the patient's anatomy. A stroke alert was triggered, and neurology noted an abnormality with the patient's pupils. The was and ice devices were removed from the patient's anatomy, however the 14f and 11fr groin sheaths were kept in place. The patient was transferred from the lab for an urgent computed tomography scan which evidenced no stroke. The patient was returned to the lab and the laa closure procedure resumed with successful implant of a 31mm watchman flx closure device under general anesthesia and transesophageal echocardiography (tee) guidance with a new was. Post-procedure, the patient awoke with no observed neurological deficits.